Event description:
Pt reports the pump sn (B)(4) repeatedly stated pump stopped and she could not use that. Pt reached out to cnss nurse who walked her through the pump. Pt not satisfied with current pumps, feels more comfortable replacing both. Pt did not experience any se and no disruption in therapy. Sent a box to return the device and replacement pumps sent. "Pt did not report any problems with the other pump she just wanted it replaced." Serial number for the 2nd pump: (B)(4) (due 02/02/2019). Dose or amount 19.75 ng/kg/min, frequency: q 48 h, route: sq. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.